Event description:
Approximately 10 minutes into the procedure, bloody foam was seen coming out of the gas exhaust port of the oxygenator. Blood loss was estimated to be 350cc. Blood gases were in normal range. While the patient was in circulatory arrest, the oxygenator was changed out. A unit of blood was administered to compensate for the blood loss. No adverse patient outcome was reported.

Manufacturer narrative:
The kids d100 neonatal oxygenator is manufactured by another country's MFR. An initial visual inspection and blood side leak test were performed on the d100 oxygenator at sorin group USA, inc. The visual inspection showed no defects. The bloodside leak test confirmed the reported leak. The oxygenator was returned to sorin group for further evaluation. A follow-up report will be filed with sorin group's findings.